Manufacturer narrative:
Corrected information: g3 - date received by manufacturer provided in MDR-(B)(4) should be 10 march 2026.

Event description:
It was reported that undersensing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.